Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, it was reported that the patient experienced inaccurate reading on his g7 sensor. The cgm reading was 180 mg/dl and 700 mg/dl on the bg fingerstick. The patient experienced dizziness, shaking, vomiting, blurred vision, being super thirsty, couldn't sleep at some point he passed out and regained consciousness after almost an hour with no sustained injuries. He did not take any medication to treat his hyperglycemia, but he went to the emergency room with his wife. They arrived at around 9:00 pm and the medical staff immediately checked his blood glucose, and it was 800 mg/dl, while in the cgm it was still around 170-180 mg/dl. The patient was diagnosed with dka. They removed his dexcom sensor and injected him humalog insulin and IV saline solution. After hours, they checked his blood glucose and it decreased to 140 mg/dl. He was discharged at around 2:00 am the following day (B)(6) 2025, less than 24 hours). At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken before and upon arrival at the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - sleep dysfunction.